Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4318 lot #: 18467624 description: clik x anchor the explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort and underwent a lead revision procedure. It was the physicians preference to open only the midline incision, remove the click anchor and move the lead retention loop from the left side of the spine to the right side of the spine. The physician was able to successfully remove the silicone portion of the anchor, but was unable to remove the metal pellethane sleeve. The physician ended up just re-implanting the lead with the pellethane metal sleeve still attached. The patient was doing well post operatively.